Event description:
Reporter alleged obtaining discrepant back to back blood glucose values of 54, 55, 506, & 79 mg/dl when all tests were performed one minute apart on the advantage system. Reporter stated, she was not experiencing any hyperglycemic or hypoglycemic symptoms during the time of the testing. No actions were taken or treatment reported. A request was made for the return of the suspect device and replacement product was sent.